Manufacturer narrative:
No complaint was received with the return of the device. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage, indicating normal usage. Failure event observed during analysis. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
This report is to advise of an event observed during analysis.